Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Additionally, the pacing thresholds were high. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.